Event description:
It was reported that this pacemaker system exhibited intermittent high pace impedance measurements on the right atrial (ra) lead. There was a high measurement of 1500 ohms approximately four months ago, another subsequent high measurement in the 1700 ohm to 1800 ohm range and a high out of range pace measurement greater than 2000 ohms approximately two months ago, which triggered a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. The physician noted that the patient was coming into the clinic due to the lss. Boston scientific technical services (ts) asked the physician if there were any atrial tachy response (atr) events or noise on the ra lead and there has not been. Ts explained that the lss and intermittent high impedance measurements could be due to a device header spring contact issue or damage on the ra lead ring electrode. Ts discussed programming the ra lead to a unipolar pacing and bipolar sensing configuration if noise is not able to be produced on the lead. The patient was noted to receive ra pacing therapy zero percent of the time. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited intermittent high pace impedance measurements on the right atrial (ra) lead. There was a high measurement of 1500 ohms approximately four months ago, another subsequent high measurement in the 1700 ohm to 1800 ohm range and a high out of range pace measurement greater than 2000 ohms approximately two months ago, which triggered a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. The physician noted that the patient was coming into the clinic due to the lss. Boston scientific technical services (ts) asked the physician if there were any atrial tachy response (atr) events or noise on the ra lead and there has not been. Ts explained that the lss and intermittent high impedance measurements could be due to a device header spring contact issue or damage on the ra lead ring electrode. Ts discussed programming the ra lead to a unipolar pacing and bipolar sensing configuration if noise is not able to be produced on the lead. The patient was noted to receive ra pacing therapy zero percent of the time. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited intermittent high pace impedance measurements on the right atrial (ra) lead. There was a high measurement of 1500 ohms approximately four months ago, another subsequent high measurement in the 1700 ohm to 1800 ohm range and a high out of range pace measurement greater than 2000 ohms approximately two months ago, which triggered a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. The physician noted that the patient was coming into the clinic due to the lss. Boston scientific technical services (ts) asked the physician if there were any atrial tachy response (atr) events or noise on the ra lead and there has not been. Ts explained that the lss and intermittent high impedance measurements could be due to a device header spring contact issue or damage on the ra lead ring electrode. Ts discussed programming the ra lead to a unipolar pacing and bipolar sensing configuration if noise is not able to be produced on the lead. The patient was noted to receive ra pacing therapy zero percent of the time. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced approximately four years after the reported event and after being implanted for more than nine years. The ra lead remains implanted and in service, connected to the replacement pacemaker device. The explanted pacemaker device has been returned to boston scientific. There were no adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.